Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio meter: 4.5 inr; reference: 2.4 inr; mean: 3.45; confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio meter: 3.1 inr; reference: 2.6 inr; mean: 2.85; confidence limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 12/17/2009; inratio meter: 4.1 inr; reference: 2.7 inr; mean: 3.40; confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house investigation with returned meter. Meter functional test was performed and passed. Other meter functions tested and no problem found. Visual inspection passed. Product deficiency not established. As of 01/14/2010, 34 discrepant result complaints were reported for lot #214539 yielding a complaint rate of 0.056%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio: 4.5, lab: 2.4; inratio: 3.1, lab: 2.6; inratio: 4.1, lab: 2.7. Results are from the past three weeks. Pt reported same issue in the past and was sent new strips to compare. Pt reported that new strips worked great. Pt has had no changes in medication or physical changes, correlations were performed within an hour of each other, no coumadin dosing changes, no recent hospital stay, technique is good, no excessive milking of the finger, no antibiotics, pain medication or lovenox, strips stay at room temperature.